Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia device. The patient was not connected at the time of the alarm. This occurred during priming of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between the white clamp line of an amia cassette and the supply bag resulting in a disconnection. Renal therapy services (rts) assisted with removing the supplies and ending the therapy session. Rts reviewed proper procedures with the patient. The patient would set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.